Manufacturer narrative:
Concomitant: product ID 39565, implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient had buttock pain at the device pocket due to the stimulator being place too high. Action required due to the event included hospitalization and surgical repositioning of the stimulator. Antialgic medication level 3 morphine like and level 1 was administered. The issue was resolved.